Event description:
It was reported by an allergist that three to four patients referred to the allergist by an urologist experienced anaphylactic reactions when undergoing urological procedures. One patient had several episodes. It was indicated the scopes used in the procedures were not washed with detergent or rinsed as indicated in the product IFU.